Event description:
Reporter complains of: weight loss, rheumatoid arthritis, panic attacks, severe bone pain, intermittent low grade fever, swelling, unable to walk, bruising, muscle spasms, twitching, blurred vision, "occasional loss of vision", chronic rashes, lesions, bleeding, vomiting, chronic fatigue, incontinence, lumps (" ? Silicone deposits"), swollen lymph glands, insomnia, day/night sweats, dizziness, numbness, osteoporosis, tmj, circulation problems, chronic sore throat, mouth ulcers, disabled, short term memory, and hair loss. Implant date: 12/13/84.